Event description:
Paramedics responded to a person, found in parking lot, down time unk, described as unresponsive, apneic, pulseless and in full cardiac arrest. The pt was connected to a defibrillator/monitor and diagnosed as in vfib. Several defibrillation countershocks were administered. According to the reporter, on the last countershock, one of the electrodes "popped" off the pt. The reporter stated air may have been trapped between the electrode and the pt's skin. The pt not resuscitated. The reporter stated the reported malfunction did not affect the outcome of the pt.